Event description:
Related manufacturer reference number: 2017865-2021-38281 it was reported that a patient's right atrial (ra) lead exhibited low and out-of-range pacing impedance. Noise was also noted on the patient's ra lead and implantable cardiac defibrillator (ICD). Programming changes were made to restore normal parameters. There were no patient consequences.

Event description:
New information received notes the atrial lead had exhibited noise. Programming changes were made to restore normal parameters. No consequences reported.

Event description:
It was reported that the patient presented for a follow up. The right atrial (ra) lead exhibited low and out-of-range pacing impedance. No changes were reported. The patient was stable.